Event description:
The pt reported he tried to change the battery in his insulin infusion device and the piston rod stopped during retraction. He stated he could not get the piston rod to respond even after changing the cartridge, adapter, and battery, he said his blood glucose reading during this time was 545 mg/dl with his target range being 125 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.